Manufacturer narrative:
Event date is an approximate. It started sometime in (B)(6) of 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the patient was admitted to the hospital for the patient¿s low back pain. The rep said the patient could barely move and went to the emergency room (ER) and the ER couldn¿t do anything for them. The patient then went to their managing healthcare professional (hcp) who admitted the patient to the hospital on (B)(6) 2017 for back pain. The rep added that the patient got the device for back pain the patient had prior to the device. The ins was addressing the patient¿s pain until recently. No further complications were reported.